Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete patient and event information. Additional information was requested but not received.

Event description:
It was reported that the patient's ipg was explanted due to pocket pain. The ipg was removed during an unrelated surgical procedure. No further information is available.